Event description:
A customer reported he was eating candy and then his blood glucose level increased. The customer also reported when he attempted to test his blood glucose, the test strips appeared to be defective: the two half-moons on the sample area did not look to have the same size. A reading of "910" mg/dl was reported. The customer additionally reported he experienced symptoms of shakiness, sweatiness, vomiting, seizure and loss of consciousness. No third-party medical intervention was required. The customer reported he took his regular insulin medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: it is unknown how the customer could receive a reading of "910" mg/dl on his blood glucose meter as fs freedom lite meters are designed to give readings between 20 mg/dl and 500 mg/dl, and a "hi" display message will appear on the screen for readings over 500 mg/dl.